Event description:
On 14-oct-2022, a spontaneous report was received via social media regarding a female consumer (age not provided) who used an unspecified thermacare heat wrap. Medical history and concomitant products were not provided. On an unspecified date, the consumer used an unspecified thermacare heat wrap. On an unspecified date, after topically applying the heat wrap, she received a burn. No additional information was provided as contact information was not available. The reporter provided information regarding cases: (B)(4).

Manufacturer narrative:
The root cause cannot be identified. There is limited device specific information provided, no batch number was available for evaluation. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. No product quality related trend was identified for the subclass adverse event safety request for investigation. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risk of blisters and other skin irritations. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure packaged product quality.